Event description:
When pulling back on the white safety shield, the needle punctured the tubing below the wings on the bd saf-t-intima device, resulting in a needlestick injury.

Manufacturer narrative:
The device is not available for eval as it was destroyed. Attempts are being made to obtain add'l info regarding the incident. The device history will be reviewed and upon completion of the investigation, a supplemental report will be submitted.